Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not achieve hemostasis after deployment. The operator applied manual compression for approximately 10 minutes; however, bleeding continued, and a compression device was added to achieve hemostasis. There was no reported patient injury. The operator reported that after completing subclavian artery treatment, the non-cordis 7f long sheath was replaced with a short sheath prior to performing vessel occlusion and the device was released following standard procedural steps. The procedure used a retrograde approach for subclavian artery stent implantation. Femoral artery suitability and insertion angle were verified on angiography, and vessel diameter was confirmed to be greater than or equal to 5 mm. There was no calcium, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A non-cordis terumo sheath was used, and there was no difficulty connecting the vascular sheath introducer with the device. Bleeding was noted immediately after device removal, with pulsatile bleeding observed upon removal of the device and sheath. The plug was deployed in the proper location, and fingertip compression was maintained during device removal. No anticoagulants, antiplatelets, or thrombolytics were used, and no multiple puncture attempts were made. The device was returned for evaluation.